Manufacturer narrative:
Initial.

Event description:
It was reported that the user¿s ilet pump, carried in a pocket, struck a corner, resulting in a cracked touchscreen; the screen powered on but did not respond to touch, and the device was no longer watertight, consistent with a device fracture involving the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with impact damage to the touchscreen, aligning with a device fracture of the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling.